Event description:
It was reported to philips that the c - arm and table lost power. The procedure had already been completed, and the patient was in the process of being transferred from the table to a gurney at the time of the event. There was no allegation of injury to the patient or user. An investigation into this complaint has been initiated by philips.